Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the left eye was not showing an image. The fse replaced the 19" monitor in the high-resolution stereo viewer (hsrv) to resolve the issue. The system was tested and verified as ready for use. Isi received the hsrv involved with this complaint to perform failure analysis. The hsrv was analyzed and failed to display video on startup during testing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted duodenal polypectomy surgical procedure, the left eye was completely black in one of the surgeon side consoles (ssc). The issue did not resolve after the customer power cycled the system. The surgeon moved to the other ssc (dual console configuration) and the left and right eye were good. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and found error 119 on the ssc. The surgeon continued with the procedure robotically. The procedure was completed as planned with no reported injury.